Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: colectomy event description: this occurred during the procedure: the sheath of the ring completely detached from the internal purple ring without any tearing, which caused significant leakage and therefore required the replacement of the device with another one. This occurred when he removed the device through the alexis gel port and then returned to the laparoscopic approach. There was significant gas leakage. Additional information received from applied medical representative via email on 27feb26: the leakage occurred during procedure. The inner sheath of the alexis of the gelpoint became detached. Leakage was resolved by using a new gel point. Pressure set at 12 mmhg and flow set at 25. No damages on the gel seal cap. Device was used around one hour and half/ two hours before the sheath detaches from the ring. It was during the procedure. Intervention: device replacement patient status: patient is good.